Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels of 500 mg/dl and treated it with manual injections. The infusion set of the insulin pump was detached at quick release. Troubleshooting was not performed for high blood glucose values. The reservoir is not expected to be returned for analysis.